Manufacturer narrative:
The complaint investigation for falsely elevated alinity I free t4 results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing. Data and information provided by the customer were reviewed and support the complaint issue. Return testing was not completed as returns were not available. Review of tracking and trending data for the alinity I free t4 assay did identify an increase in complaints. Additionally, an increase in complaint activity was identified for reagent lot 68382ud00. However, in house accuracy testing was performed utilizing retained kit of lot 68382ud00. All validity and acceptance criteria were met, demonstrating that the lot is performing as expected. Device history review did not identify any nonconformances, potential nonconformances, or deviations associated with the likely cause list number. Labeling was reviewed which adequately addresses the current issue. Based on the investigation, no systemic issue or deficiency of the alinity I free t4 reagent lot 68382ud00 was identified.all available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated alinity I free t4 results for one sample. The following results were provided: (customer provided ft4 reference range: 9.0 ¿ 19.0 pmol/l) sid (B)(6) initial result = 21.7 pmol/l, repeat result on another alinity ((B)(6)) = 15.7 pmol/l, repeat again with result ((B)(6)) = 12.3 pmol/l, repeat result on ((B)(6)) = 12.17 pmol/l no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated alinity I free t4 results for one sample. The following results were provided: (customer provided ft4 reference range: 9.0 ¿ 19.0 pmol/l). Sid: (B)(6) initial result = 21.7 pmol/l, repeat result on another alinity (B)(6) = 15.7 pmol/l, repeat again with result (B)(6) = 12.3 pmol/l, repeat result on (B)(6) = 12.17 pmol/l. No impact to patient management was reported.